Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurements right ventricular (rv) lead. The plan is bring the patient into the clinic and programming shock impedance measurements. Additional information received indicated that this ICD delivered an inappropriate anti-tachycardia pacing (atp) and an inappropriate electric shock due to atrial fibrillation with rapid ventricular response (rvr). The therapy delivered converts the rhythm. Atrial pacing was also noted. Reprogramming options and medical treatment was recommended. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurements right ventricular (rv) lead. The plan is bring the patient into the clinic and programming shock impedance measurements. At this time, this rv lead remains in service.